Event description:
It was reported in the journal article titled: long-term outcome after the v-stenting technique in de novo bifurcation lesions using drug-eluting stents, (attached) that post coronary drug eluting stenting treatment procedure probable stent thrombosis and pt death occurred. Initially, the pt presented with unstable angina. During the index procedure, the de novo lesion was located at a bifurcation involving the left anterior descending (lad) artery and the left circumflex (lcx) artery. An unspecified taxus express2 paclitaxel-eluting coronary stent was implanted at the lesion site utilizing v-stenting technique. Kissing balloon inflation was also performed. Gp iib/iiia inhibitors were administered. Eleven days post-procedure, the pt experienced a pulmonary embolism, generalized convulsion and then suddenly died. The event was adjucated as probable stent thrombosis. No autopsy was performed and no further info is available.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch # is unk and the mfg records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. Literature citation: girasis c. Onuma y, cheuk-kit w, et al. Long-term outcome after v stenting technique in de novo bifurcation lesions using drug-eluting stents. Eurointervention 2009.